Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator did not work. There was no patient involvement.

Event description:
It was reported to philips that the heartstart xl defibrillator did not work. Clarification was requested for how the device did not work, but no additional details were available. There was no patient involvement.